Event description:
New information received on 11/21/2018 indicated fluoroscopy was performed and no visible causes were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate high voltage therapy and was admitted to the hospital. Upon review, it was suspected that the right ventricular lead was fractured. On (B)(6) 2018, the lead was capped and replaced. The patient was stable post procedure.